Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Event description:
It was reported that the device exhibited inappropriate measured data. The first reading was 2.76 v, 11 ua, <1 kohms, a second reading was 2.63 v, 9 ua and 6.1 kohms. Real time measured data gave an estimated remaining longevity of about seven months. No action will be taken at this time.

Manufacturer narrative:
Final analysis found that 1000 days of measured battery data was missing in daily and monthly printouts. This was due to an incorrectly set bit. The pulse generator exhibited elective replacement indicator (eri). After the eri flag was cleared, normal function ensued.